Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Event description:
The reporter indicated that following a PICC (peripherally inserted central catheter), the line was leaking and the blue lumen hub was cracked. A new PICC line was not placed for continuation of therapy, instead a piv was placed. It was reported there was no patient harm. The product is available for return.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. Visual inspection of the returned product found the luer was cracked which would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase which will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue. Additional information provided in h.3., h.6. And h.10.